Event description:
It was reported that the patient called in because she wanted to know if the device can be removed. The device hasn't been working/has not been effective. She was still wetting herself and everything else. The patient was asked when the device stopped being effective . The patient said the device was a little effective right in the beginning but it was not any more. The device makes her have diarrhea which started right after it was put in. She thinks the wire had moved "quite a while ago". Compatibility guidelines were requested for MRI and patient was asked was the MRI related to her device or therapy and the patient said not that they knew of. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 3889-28, lot# v229035, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v229035, implanted: (B)(6) 2009, product type: lead. (B)(4).